Manufacturer narrative:
Product ID 3998, lot # v124130, implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient experienced a loss in appetite and a significant weight loss of approximately 40 lbs after being implanted with the device. The patient also reported symptoms that included a sore throat, inability to swallow and eat, bad acid reflux, and trouble with her voice. It was further noted that the patient had an additional surgery for a torn rotator cuff on (B)(6) 2012. It was noted that the patient had turned off the device for approximately 1 week, and saw little improvement in the symptoms. It was unsure if the symptoms returned after turning the device back on. It was noted that the lead was located in the cervical area. It was further noted that "multiple tests had been performed to determine the cause of the side effects" and that "an allergy test may be performed." The patient outcome was not provided.